Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument was partially fired. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot# p3g0066). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, after the first shot, the blade went to the right. During the second shot, there was a click, and the stapler's handle became loose, requiring its replacement, along with the reload. This happened because it only clamped 15 mm with the initial advance of the handle. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lymphadenectomy procedure, after the first shot, the blade went to the right. During the second shot, there was a click, and the stapler's handle became loose, requiring its replacement, along with the reload. This happened because it only clamped 15 mm with the initial advance of the handle. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical products: egiaustnd, egiaustnd endogia ultra univ std stap, (lot #p3g0066) egia45amt, egia45amt egia 45 artic med thick sulu, (lot #p3a0133) additional information: b5, d1, d3 (MFR name, street 1, MFR city, MFR region, postal code), d4 (model #, catalog #, expiration date, lot #, UDI), d8, d10, g3, g4 (510k #), h4, h11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lymphadenectomy procedure, after the first shot, the blade went to the right. During the second shot, there was a click, and the stapler's handle became loose, requiring its replacement, along with the reload. This happened because it only clamped 15 mm with the initial advance of the handle. Another reload was used but also had the same problem. There was no patient injury.